Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was 43, 126 and 300 mg/dl. The customer was treated his low's with juice and ate half sandwich his high's with mustard, took a lot of insulin before that. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.